Event description:
It was reported that during the implant procedure the implantable cardioverter defibrillator (ICD) was tested when attached to the leads and all measurements were within normal limits. The ICD was retested when the wound was closed and the rv and lv impedances were high, and there was no pacing on the leads. There was also a puff of smoke observed when gluing the wound. The ICD was exchanged for another device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Concomitant: 5076 lead implanted: 2014-(B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.